Event description:
It was reported that during a procedure to treat plaque in the distal left internal carotid artery using the neuroguard stent iep sys ng-nv-7-40, the stent could not be deployed as intended. The target lesion was characterized by moderate calcification, 50% stenosis, a length of 40 mm, and an artery diameter of 8.0 mm. Embolic protection was used. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The thumb wheel could not be used to continue stent deployment, and although the filter could be opened and closed, the stent itself could not be deployed. We were able to pull the pin from handle and slowly roll thumb wheel closed, the stent itself could not be deployed. We were able to pull the pin from handle and slowly roll thumb wheel down and were able to get filter opened, but unable to get wheel to continue to deploy stent. We closed filter and opened back up and still the same. Closed filter and brought device out. The device was safety removed and replaced with a new neuroguard ng-nv-7-40 from the same lot which deployed with no problem to complete the procedure. No patient complications have been reported as a result of this event. Additional information received reported that it was tough to move the wheel from the start, but it did expose enough to get the filter deployed and that was as far as it would go. The anatomy was reported to be normal, and the prep of the device was easy and not difficult.

Manufacturer narrative:
The handle assembly has two anti-rotation mechanisms built into it. The first is the detent spring which only engages after each full rotation of the thumbwheel and/or ratchet spool. A full rotation of the ratchet spool is 12 clicks since it has 12 teeth. As the ratchet spool rotates when the thumbwheel rotates, it wraps the pull wire around its shaft which has a 23mm circumference. Therefore, every 12 clicks wraps an additional 23mm of pull wire length around the ratchet spool's shaft. An average user gets 8 clicks in a single thumb swipe when rotating the thumbwheel. Eight clicks equates to 15.333mm of pull wire movement. The second anti-rotation mechanism is the ratchet spring, which engages after every click of the ratchet spool. When the user reaches the target site they have traversed some tortuous anatomy, which can create some slack in the pull wire. Estimating that the tortuous anatomy provides up to 2mm of slack, the slack in the pull wire wrapped around the ratchet spool will not provide enough tension to cause the catheter to go into compression. Once the slack is consumed, the pull wire goes into tension while the catheter shaft goes into compression. If the tension on the wire is not locked in place by the ratchet spring or the detent spring, the ratchet spool and thumbwheel could unwind when the user removes their thumb from the thumbwheel. This MDR is a remedial submission made in direct response to FDA form 483 observations to ensure full reporting compliance. The associated complaint was originally classified as non-reportable; however, following a retrospective reassessment, the manufacturer determined that the event meets the reportability criteria under 21 cfr part 803. This submission fulfills our commitment to correct the initial reporting determination.